Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-01246. Reference MFR. Report#: 1627487-2019-01248. Follow-up information revealed the issues is resolved.

Event description:
Device 2 of 3: reference MFR. Report#: 1627487-2019-01246. Reference MFR. Report#: 1627487-2019-01248. Follow-up information revealed a company representative met with the patient on (B)(6) 2019 and all leads contacts reflected high impedance values on leads 2 leads. The 3rd lead had normal impedance values.

Event description:
Device 2 of 3; reference MFR. Report#: 1627487-2019-01246, reference MFR. Report#: 1627487-2019-01248. It was reported the patient underwent surgical intervention wherein the l4 and l5 leads were explanted and replaced. Effective therapy was confirmed post-operatively.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-01246, reference MFR. Report#: 1627487-2019-01248. It was reported the one of the patient's l4 leads reflected high impedance values on multiple lead contacts. X-rays did not show any anomalies. It was stated the patient has fallen many times in the past. The patient may undergo surgical intervention to address the issue. It is unknown which l4 lead is liable. Therefore, all suspected devices are being reported.